Event description:
Generator and lead were received for analysis on 02/10/2016. Product analysis for the generator was completed and approved on 02/29/2016. From the generator decoder received from the device, the change in impedance from 5058 ohms to 6448 ohms occurred on (B)(6) 2015. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the lead has not been completed to date.

Event description:
Information received on 12/01/2015 indicated that the explanted device was discarded after surgery and is therefore unavailable for analysis.

Event description:
Product analysis for the lead was completed and approved on 03/07/2016. Note that portions of the (+) white and (-) green electrode quadfilar coils, the anchor tether and (-) green electrode were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed on one of the inner silicone tubes. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device.

Manufacturer narrative:
.

Event description:
Based on findings from product analysis, no evidence of corrosion was found on the patient's lead. The figures provided show a heavily manipulated lead (suggestive that the patient was a twiddler).

Manufacturer narrative:
Describe event, corrected data. Supplemental MDR #5 incorrectly reported information that was inaccurate.

Event description:
Re-evaluation of the product analysis results revealed that the manipulation of the lead was attributed to the explant-related events and is not believed to have contributed to the high impedance during implant.

Event description:
It was reported on (B)(6) 2015 that the patient had an appointment that day and system diagnostics were run with results of high impedance. The device was programmed off the day the high impedance was observed. No x-rays are scheduled at this time. They do not suspect that there was any trauma or manipulation. The patient had a full replacement on (B)(6) 2015. It was reported that the negative electrode was detached from the lead. Attempts for product return have been made, but the explanted device has not been received to date.